Event description:
The patient reportedly experienced sound quality issues followed by loss of lock between her external equipment and the implant. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Testing performed by the co representative showed that the device was not functioning. Surgery to explant the pt's device will be scheduled.